Manufacturer narrative:
At this time, the lead remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited what appeared to be loss of capture with rythmiq events. No adverse patient effects were reported. The lead remains in service.